Event description:
It was reported the patient's scs ipg is unable to communicate with external devices and the programmer displays a communication error. An sjm rep interrogated the system and confirmed the communication issues. The patient will meet with the physician as the next course of action.

Manufacturer narrative:
This ipg serial number as included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.